Manufacturer narrative:
The device was not returned for evaluation. The customer reported that the cannula did not insert properly into the infusion site during activation. This condition could interrupt insulin delivery and contribute to the reported hyperglycemia. The omnipod user's guide warns to "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result" and "test result greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider." Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The reported that he didn't feel the cannula insert the way he normally does when the pod was activated. The next morning his fasting blood glucose was 290 mg/dl, which he corrected using the bolus calculator (dosage not reported. Two hours later, still fasting, his bg was 285 mg/dl. He checked the device and felt dampness on the adhesive near the cannula end. When it was removed he saw that the cannula was sitting on top of the skin rather than inserted.